Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the returned device noted a hole in the cannula near the titanium adapter. The area around the hole showed evidence of instrument contact. Given that the unit was in place for many months without an issue, the most likely root cause of the observed cannula leak was sharp instrument contact during use. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient noticed a breaking hole in the catheter near the metal titanium adapter while at home and the nurse reported this 1 unit. There was a leak at the shaft area of the peritoneal dialysis catheter near the metal adapter where the hole was observed. There was no luer adapter issue. The catheter was implanted (B)(6) 2023 and has been in place for about 5 months. Tego was not utilized. There were no other products utilized with the device. The exit site was not treated with (lotions/ointments, medications) by prescription or over-the-counter (otc). Wound dressing was utilized with kang fu li unguent. It was mentioned that kang fu li unguent was a cream and the main effect was used for rehabilitation and health care of dermatitis eczema, chronic eczema, skin itching and other symptoms. There was no protocol change for cleaning agents used recently. The cleaning agent was not switched over the life of the catheter- and never mixed. The patient exit site did not use sepsiderm to clean catheters. The patient was not using any type of solution or antibiotic on the catheter. The patient was not responsible for any type of catheter maintenance. The product was not replaced with a new device. As a remedial action to resolve the issue of hole and leak the part of the tube which has a hole was cut and the titanium adaptor was installed. The occurrence place was at home. There was no blood leakage found in the hole and blood transfusion was not required. There was no intervention/medical treatment required as the result of the event. T here was no adverse events or symptoms/impacts. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.